Manufacturer narrative:
G1: contact office country: united states g1: manufacturing site country: united states this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 27jan2025, it was reported that when the patient went to the bathroom, the catheter separated in two pieces. Half of the catheter came off and the other half was retained in the pelvis of the patient. The retained portion of the catheter was then removed from the patient. The complaint device was returned to the manufacturer for evaluation on 05feb2025. It was confirmed during preliminary device failure analysis that the shaft of the catheter had separated.

Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b- additional product codes: gbo; lje e3- occupation: district manager g4 ¿ PMA/510(k) #: k173035 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated. The drainage catheter was placed on (B)(6) 2025. Later, the patient was using the restroom, and the catheter was "accidentally ripped out" and separated. The portion of device remaining in the patient was removed on (B)(6) 2025 and was sent to the hospital's pathology department. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: b1, b2, h1. Investigation ¿ evaluation: it was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated. The drainage catheter was placed on (B)(6) 2025. Later, the patient was using the restroom, and the catheter was "accidentally ripped out" and separated into two pieces. Half of the catheter came out, and the other half was retained in the pelvis of the patient. On (B)(6) 2025, the retained portion of the catheter was removed from the patient and was sent to the hospital's pathology department. No other adverse events were reported. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One partial catheter was returned to cook for evaluation. The distal portion of the catheter was received and measured approximately 12.3 cm. The end where the separation occurred was jagged. The section of the catheter containing the mac-loc adaptor was not returned. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [IFU__multi2_rev1] supplied with the device states the following in consideration of the reported failure mode: precautions: "patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter." How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned product, and the results of our investigation, it was concluded that the catheter separation was caused by unintentional force due to patient mobility. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.